Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the balloon was not sufficiently inflated. The coaxial umbilical cable and balloon catheter were replaced without resolve. The procedure was aborted while the patient was under general anesthesia. Service visit has been scheduled for the cryoconsole. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the injection panel (B)(4), was visually inspection showing that the panel is intact without any issue. When pressurized a leak was noticed at the hpr (high pressure regulator). The low pressure gauge (lpg) reading was stable and the high pressure gauge (hpg) showed 760 psig. The knob of the low pressure regulator (lpr) was not set screw locked. The high pressure regulator (hpr) was set screw locked. The console along with balloon test catheter failed the performance test due to system notice stating that the balloon was deflated earlier during inflation. The following inflation attempts failed due to persistent system notices stating that the balloon was not sufficiently inflated. The gas tank was closed and the injection panel vented. Then the manual valve s5 was closed and the injection panel was pressurized. The reading of the low pressure gauge was not constant. The injection panel was left pressurized for over fifteen hours. Without any adjustment and following a warm up time of thirty minutes, the console along with balloon catheter failed the performance test due to persistent system notices during inflation. The orange peek tube was disconnected and showed that the svr valve was blocked closed. The lpr, hpr and svr components were disassembled and visually inspected which revealed presence of a debris particle (metallic) on the pad and scratches (thread like) on the sleeve assembly, interference was noticed between the plunger and the sleeve assembly. Impedance measurement across the coil showed that the coil was intact without any issue. Upon visual investigation of the hpr (B)(4) results revealed that the o-ring at the piston sensor is broken. Metallic debris was also observed on the seat valve. The valve seat material changed from translucent and malleable to opaque and rigid. Visual investigation of the lpr (B)(4) revealed presence of debris on the main valve seat and scratches on the main valve. In conclusion, the reported inflation issue has been confirmed through testing and through data analysis. The injection panel (B)(4), failed the performance test due to a defective svr solenoid valve, lpr and hpr. The svr solenoid valve (B)(4) failed due to presence of debris. The low pressure regulator (B)(4) also failed due to debris. The high pressure regulator (B)(4) failed due to a broken o-ring and debris. The product issue reported is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files and field service engineer report (fser) were returned and analyzed. The data files showed potential inflation issues. The fser showed the low pressure regulator (lpr) readings were higher than expected. The injection panel was replaced due to the high lpr readings. Servicing of the console was completed and the console is approved for clinical use. The product issues reported (inflation issues and system notice 22405) are not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.